Event description:
Caller reported that pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no adverse impact on the customer's blood glucose level. Customer technical support assisted the caller by guiding them through several troubleshooting steps, including removing the pump case and adjusting how the button was pressed. Despite these efforts, the issue with the button persisted, and customer technical support arranged for a replacement pump. The pump was under warranty, and the caller was instructed on returning the faulty pump and continuing to use it until the replacement arrived.